Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that some patients are experiencing incisional burns during phacoemulsification. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system touchscreen would not respond to the touch commands. The customer also noted the sound of the system is different, a little hoarse. The trolley base of the equipment needs the replacement of the 4 casters that are worn out. The customer stated some surgeons are complaining that the phaco handpiece is burning some incisions, especially in surgeries that require a longer phaco time. The patient had received topical anesthesia. No patient identifiers were provided. The system did not display any system message. The directions for use (dfu) were followed. The problem was not noticed at the beginning of the procedure. Additional information was requested, but was not provided by the customer. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the company representative found the system to meet specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning. (B)(4).